Manufacturer narrative:
Block h6: imrdf code a150201 captures the reportable event of clip falls into the patient in an open state in the esophagus. Imdrf impact code f2301 captures the additional device required. Block d4: h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.

Event description:
It was reported to boston scientific corporation that 3 resolution 360 clips were used in the esophagus during an oesophageal endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2026. During the procedure, when the clips were deployed, the clip arms bent backwards and did not stay attached to tissue. The clips were retrieved. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fully recovered and stable. Note: this report pertains to three of three clips used during the same procedure.